Event description:
It was reported that during a da vinci-assisted surgical procedure, the system had a recurrent error 23072 on arm4. During first errors, the surgeon was able to recover the error and proceed. The error was persistent and it returned after every recovery trial. Intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed error 23072 pointing to data mismatch on the set up joint (suj)4 degree of freedom (dof)1. The tse asked the customer if arms move with or without clutch button. The customer noted that there was no movement. The customer did not try to move every axis even with force. The tse guided to hard power cycle the patient side cart (psc) and the error returned immediately. The customer decided to figure out a workaround without the arm4. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced an axis cable and the proximal harness to resolve the issue the system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.